Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphadenopathy, deflation.

Event description:
Patient reported a right deflation, swollen lymph nodes, a dozen lumps in right breast that come and go, pain, green discharge from nipple and exchange. Device remains implanted.